Event description:
Customer reported issues with the insulin pump. Customer states that they are having a problem with their sensor. The blood glucose reading is 242 mg/dl. Nothing further reported.

Manufacturer narrative:
Reliability analysis: inspected 1 opened/used sensor and performed bbs solution test and sensor failed per spec. No isig readings detected. Checked lab transmitter for proper use and operation using and transmitter passed per spec. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.